Event description:
It was reported that the pump was read before implant and showed a motor stall. The pump was in shelf state. The pump was not alarming. The pump was not implanted and another pump was implanted. The pump was sent back to the manufacturer. The previous pump was being replaced for normal battery depletion.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4).